Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure after deploying the smart control 10 x 60 stent, the stent delivery system (sds) was difficult to remove/became stuck with the stent. The physician was finally able to remove the sds using a push/pull method. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The target lesion was the subclavian artery. No target lesion characteristic information was provided. It was not known if when resistance was met during delivery system withdrawal, the physician advanced the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove the guidewire.) No piece of the stent delivery system (sds) was left remaining in the patient. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The sds did not pass through any acute bends. It was not known if the delivery of the sds to the lesion was ipsilateral or contralateral. There was no reported difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no reported difficulty or resistance noted while crossing the lesion with the stent. The sds did not pass through a previously deployed stent. The stent expanded fully with good wall apposition. The lesion was pre-dilated prior to stent implantation. No additional information is available.

Manufacturer narrative:
Complaint conclusion: a report was received that a smart control sds became snagged or caught on its¿ newly deployed stent and the physician experienced difficulty removing it. The device was eventually removed after some pulling and pushing with no reported patient injury. The event involved a male patient undergoing peripheral angioplasty and stenting of a subclavian artery lesion. The lesion was first pre-dilated prior to the introduction of a 10 x 60mm smart control stent delivery system (dsd). The device had been stored according to the instructions for use (IFU) and no damages were noted to the packaging before opening it. The site did not have any difficulty removing the device from the package. When removed, the device was inspected and revealed no evidence of any damage. The device was prepped according to the IFU and no issues were noted during this time. The vascular access approach (ipsilateral vs. Contralateral) was not provided. However the sds did not have to pass through any acute bends and no resistance was encountered while tracking to the target lesion. The site reported that no unusual force had been used during the introduction and advancement of the sds or the crossing of the lesion. In addition, the sds did not have to pass through any previously deployed stents. The stent was successfully deployed with good apposition. After stent deployment, the physician advanced the outer sheath until the outer sheath marker lined up with the catheter tip. He then attempted to remove the device (without the guidewire) and encountered difficulty when the system got snagged in the stent. He was eventually able to remove the device intact with some pushing and pulling and with no reported patient injury. One non-sterile smart control, iliac 10x60ml was received coiled inside a plastic bag. Unit was received deployed. Stent was not received. The wire lumen was received with several kinks and separated from the unit at the luer hub section. Locking pin was in place. One kink was detected in outer member at 13cm from ID band. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. During the microscopic analysis unknown residues were observed on the support member and hub. The unit was sent to ftir in order to analyze the residues found during microscopic analysis. The separated wire lumen submitted for analysis was subjected to a different evaluations and analysis. Visual inspection revealed that support member was adequately bonded to the im hub since residues were found on the surface of the support member and in the inner wall of the hub, however no traces of adhesive were found on the wire lumen. Ftir analysis, ruled out the presence of adhesive and confirms that no adhesive was applied to the wire lumen since no absorption bands attributed to the acrylate-based adhesive were observed, finally chemical composition of the external surface match that stated on the specification were a polyether block amide known as ¿pebax¿ must be on the outer surface. Review of lot 17011894 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. All defects were reviewed against fmea (B)(4) rev 1, and no issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 17011894. The rework section was reviewed and a total of 2 reworked units were found. All defects were reviewed against process fmea (B)(4) rev 1. Subassembly outer member review for lot 17004581 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. All defects were reviewed against fmea (B)(4) rev. 1 and found that rejects are not related to the complaint. The cause of the condition "kinks" found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (kinks); ppe (B)(4) rev. 23 (100% inspection). The cause of the condition ¿wire lumen separated ¿ is consider as not manufacturing related since according to ftir results glue residues were found; this glue residues condition showed that wire lumen was glued at certain time in the support member and hub; controls are in placed at cannulation operation to detect this kind of issue; (B)(4). The failure reported ¿sds - withdrawal difficulty-snagged/caught on stent (peripheral)¿ by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Based on the information available for review, there are procedural factors (kinked condition of the returned catheter) that may have contributed to the reported event. The reported ¿stent delivery system (sds) ¿ withdrawal difficulty¿ was not confirmed since the device passed dimensional analysis. The exact cause of the failure could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product was received for analysis on 9/30/2014. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.